Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage on keypad traces. No display ramping on its own anomaly noted. Device was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons are not responding. Blood glucose value was 84 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.